Event description:
It was reported the patient presented in clinic for follow-up with pocket stimulation. Upon interrogation, it was discovered the pacemaker was in back up mode caused by a failed security update. The pacemaker was successfully restored. The patient was in stable condition.